Event description:
It was reported, the implantable neurostimulator (ins) was heating and burning. It was noted, the patient met with their healthcare professional (hcp) today and complained of heating at the ins site. It was further noted, the hcp stated the ins site felt warm to the touch. It was noted, the patient had a burning sensation at the device pocket. The reporter stated, the patient would be scheduled for a replacement. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).